Manufacturer narrative:
The investigation concluded that the device did not malfunction and there was no deterioration in the characteristics of the performance of the device.

Event description:
When the patient was released from imf, the mandible and the occlusion sagged back so the patient ended up with a bigger over jet than we planned, and premature contact caused open bite.

Manufacturer narrative:
Section d1 - brand name corrected to correspond the one in the label, section d2a - common device name correted to correspond the one in the label, d4 - serial number has been deleted as it is not present in the label - UDI related data quality updates only.

Event description:
When the patient was released from imf, the mandible and the occlusion sagged back so the patient ended up with a bigger over jet than we planned, and premature contact caused open bite.

Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
When the patient was released from (B)(6), the mandible and the occlusion sagged back so the patient ended up with a bigger over jet than we planned, and premature contact caused open bite.